Event description:
A user facility facility administrator (fa) reported at the end of treatment before re-infusion, dark blood, almost blackened in color, was noted in the whole system. Treatment was stopped and no blood returned to the patient. The patient remained stable. Upon follow-up, the fa stated it was unknown what may have attributed to the reported blackened blood. The machine, a 2008t, did not alarm and no blood test strips were used or needed. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to or following treatment. The patient's blood was not returned and the estimated blood loss was 300ml. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility facility administrator (fa) reported at the end of treatment before re-infusion, dark blood, almost blackened in color, was noted in the whole system. Treatment was stopped and no blood returned to the patient. The patient remained stable. Upon follow-up, the fa stated it was unknown what may have attributed to the reported blackened blood. The machine, a 2008t, did not alarm and no blood test strips were used or needed. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to or following treatment. The patient's blood was not returned and the estimated blood loss was 300ml. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.